Event description:
It was reported that during a routine generator change that the atrial lead has found to have insulation degradation. The atrial lead was tested and noise was noted with manipulation. The physician elected to explant the atrial lead. The patient condition was stable throughout the procedure.